Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was a long lesion of 50mm in length in the circumflex artery. After a 0.014 moderate support guidewire crossed the lesion and dilatation was performed with a 3.0x20 balloon catheter, a 3.50 x 32 synergy drug-eluting stent was introduced. Advancing difficulties were encountered and when the device was removed, it was noted that the mid struts were damaged. Three drug eluting stents were implanted to complete the procedure. No patient complications were reported and the patient's status was stable.